Event description:
It was reported to philips that the device intermittently fails operational checks. T2 activities within so (B)(4) indicated there was no patient involved / no reported patient involved.